Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to faulty patient board set. However, the specific cause of the faulty patient board set was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The suspect device was sent to olympus for evaluation. Inspection and testing confirmed the reported event. Error code b30 occurred due to a printed circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that error code b30 occurred on the video system center during preparation for use. There was no patient involvement.